Manufacturer narrative:
H3 other text : device evaluated by 3rd party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer received information alleging visualization of shinny particles device water chamber. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.